Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a rotated heart. One clip was implanted successfully, and the mr was reduced to grade 1-2. On (B)(6) 2023 a secondary mitraclip procedure was performed to treat recurrent mr grade 4 due to the previously implanted clip detaching from the posterior leaflet. Two additional clips were implanted to stabilize the detached clip. In the treating physician's opinion, the slda was due to patient anatomy. The procedure was then concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.